Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred for transmitter ID (B)(4). Data was evaluated and the allegation was confirmed for transmitter ID (B)(4). The probable cause was determined to be signal loss. No injury or medical intervention was reported.